Event description:
It was reported to boston scientific corporation in 2009, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed one day prior. According to the complainant, the autotome would not bow. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Wire would not bow). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.